Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 3. The technical service representative (tsr) assisted with troubleshooting and advised the hp to cycle power to clear the alarm. The tsr explained the alarm indicates air entered the set. The hp confirmed to inform the nurse of the event. The tsr reviewed proper procedures per the user manual. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The hp stated that she did not notice any visible damage or abnormalities with the supplies. The hp confirmed she spoke with her nurse about the alarm. The hp stated she received new cassettes and therapy has been going well. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3 was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.